Event description:
It was reported that the system had shut down while infusing on a patient. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the system had shut down while infusing on a patient. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device system had shut down while infusing on a patient was not identified during the customer call. However, there was no sufficient sample to address the issue.